Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿migration characteristics of the corail hydroxyapatite-coated femoral stem¿a retrospective clinical evaluation and migration measurement with ebra,¿ by dietmar dammerer, et. Al., published archives of orthopaedic and trauma surgery (2021), 8 pages, was reviewed. The purpose of this retrospective study was to investigate the migration behavior of a cementless press-fit stem after two years follow-up. The authors studied serial radiographs of 109 depuy corail press-fit stems implanted between 2013 and 2017 to assess for migration. All patients received a press-fit pinnacle cup with articulating surfaces assumed to be depuy products. At final follow up, an unknown number of stems had a mean of 1.8mm subsidence and the rom of the participants had increased. Collared stems with a postoperative gap between the collar and the femur revealed the greatest amount on subsidence. There were no complications, adverse events, or revisions at 2 years follow-up reported in the article. None of the reported stem subsidence required a surgical intervention or treatment. Captured in this complaint: corail collarless stem: implant migration. X-rays available in fig. 1.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Visual examination of the provided x-ray images confirmed the reported event. The progressive images showed that the stem had migrated from its original position. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.